Manufacturer narrative:
The instrument has been returned and evaluated by the failure analysis team. The harmonic ace instrument was found to have a broken blade. The blade was broken at roughly 0.39" from the base. The broken piece was not returned.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace was not recognized by the system. The procedure was completed using a backup harmonic ace with no reported injury.